Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report the user no longer had benefit with the device. The user has been re-implanted with a new device.

Event description:
The explanted device was received for investigation. According to the explant report the user no longer had benefit with the device. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.